Event description:
A monarch iii injector (alcon) was being used to insert lens 21.0 diopter. At the time of insertion, a plastic shard was discovered. It was able to be aspirated off of the lens and surgery continued.